Event description:
Initial reporter sent a fax to MFR for an end of service life battery calculation. Additionally, it was reported that it was the pt''s first visit with us", and the patient was having "an increase in seizure activity, question end of battery life." A battery life estimate was performed using the programming history provided by the site, and it did not show the generator to be at or near end of battery life. Good faith attempts are being made for additional info.